Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the pressure spiked to 700 mmhg causing the roller pump to stop. There was pt injury. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the pressure spiked to 700 mmhg causing the roller pump to stop. There was pt injury.

Manufacturer narrative:
A sorin group field service representative was dispatched to the facility to investigate. While at the facility, the service representative was unable to reproduce the reported issue. Testing of the pressure simulator found everything to be working properly so the module was reseated and testing of the entire system again found everything to be functioning properly. A review of the device history record found no deviations or non-conformities related to the reported issue. It was also reported that the facility has had no further issues since replacing the argon pressure transducer. Without the ability to reproduce the reported issue, no root cause could be determined and no corrective actions could be identified. Sorin group (B)(4) will continue to monitor the market for trends related to this issue.